Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The balloon cap was not returned. Device analysis noted no damage was noted to the tip, balloon or blades of the device. It was noted that the balloon folds were relaxed, which can occur after balloon protector cap removal. The hypotube was broken at 40.7cm from the strain relief. Both sections of the hypotube break were kinked at various locations along their lengths. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was an area of instent re-stenosis located in the proximal left anterior descending artery (lad). A 15/4.00 flextome® cutting balloon® monorail was selected to treat the target lesion. It was noted that the shaft broke while the physician was inserting the cutting balloon into the tuohy. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was an area of instent re-stenosis located in the proximal left anterior descending artery (lad). A 15/4.00 flextome® cutting balloon® monorail was selected to treat the target lesion. It was noted that the shaft broke while the physician was inserting the cutting balloon into the tuohy. The procedure was completed with another of the same device. No patient complications reported.